Event description:
Gore bio-a tissue reinforcement was implanted for an abdominal wall defect. Approximately, two and a half months post-operative, the pt presented with a small bowel obstruction. The bowel was incarcerated in the gore bio-a tissue reinforcement due to tissue ingrowth and adhesions. Open surgery was performed to remove fragments of gore bio-a tissue reinforcement that were adhered to the bowel. The pt was stable and discharged four days post operative.